Manufacturer narrative:
An event and procedure date of (B)(6) 2013 was reported on the initial MDR. However, the complaint listed the event date as (B)(6) 2013 and the procedure date as (B)(6) 2013. Follow-up was received on (B)(6) 2013, which confirmed that both the event and procedure occurred on (B)(6) 2013.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00760 and manufacturer report # 3005099803-2013-00761 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an upper gastrointestinal procedure within the esophagus, performed on (B)(6) 2013. According to the complainant, during the procedure, when deployment was attempted, the speedband device (MFR # 3005099803-2013-00761) would not deploy. Reportedly, the bands started to deploy however; would not release off the ligator head. A second speedband device (MFR # 3005099803-2013-00760) was then used, however; when an attempt to deploy a band was made, three bands fired at the same time. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Correction: the procedure was performed on (B)(6) 2013.